Event description:
Customer reporting - the pt was presented to dialysis weighing 24.6kg, which is 1.6kg above the pts estimated dry weight. The machine was set to a target weight loss of 1.9kg. About 1.25 hours into treatment the machine was placed into minimum ufr. At 2 hrs into treament the target was reduced to 1.7kg. At 2:20 hours into treatment the pt complained of nausea and received 100cc of saline and the target was further reduced to 1.35kg and remained there for the rest of the treatment. When the treatment time was complete, the pts blood was returned. No further nursing or medical intervention was required. The pt came off dialysis at 22.8kg below the dry weight. The machine uf error was calculated to be 0.90kg excessive fluid removal. The pt was discharged stable to home. The pt returned for the next regularly scheduled treatment on 26 may. The pt's medical history was not provided by the clinic.

Manufacturer narrative:
See attached failure investigation systems report numbers 1270973. Note that with cessation of all mfg activities in 12/2000, gambro renal products is no longer a medical device MFR.